Manufacturer narrative:
Based on the claim against the product by the customer noting grip failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip. The entire grip was found to be broken off and was returned along with the instrument. The piece measured approximately 0.192" x 0.966". An additional observation not reported by the site that was related to the reported issue was that an ear of the distal clevis was found broken, likely causing the broken grip. The broken piece was not returned, measuring roughly 0.186¿ x 0.321¿ in size.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument tip did not grip well even though there was no excessive movement or external shock applied to the instrument. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use with no abnormality identified. The customer confirmed that there was no broken/loose cable. The procedure was delayed for less than 10 minutes, and the patient was under anesthesia at the time of the event. According to the surgeon, this event did not impact the procedure or patient¿s health and there was no concern about procedure delay causing any long-term complications with the patient. No fragment fell inside the patient and no intra or post-operative complications occurred.